Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to troubleshoot issue. It was found the imaging system pendant locked up and showed an image acquisition system (ias) boot error. The software was reloaded and resolved the issue. The system was tested and passed all checks and was put back into use. Software investigation initiated to add this case to test track 20001. No further issues reported. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported the imaging system pendant showed the mobile view station (mvs) as being disconnected even thought the interconnect cable was plugged in and appeared fully seated. Troubleshooting rep. Unplugged the interconnect cable and rebooted both the mvs and the image acquisition system (ias) separately before plugging back in but the same disconnected message appeared on the pendant. There was no patient present when this issue was identified.